Manufacturer narrative:
Section d6a / d6b: added implant and explant dates. The investigation for the reported limb ischemia has been completed. The impella device has not been returned for evaluation. The patient reportedly had severe peripheral vascular disease, therefore, the root cause of the limb ischemia was most likely patient condition. This report is being filed as part of a retrospective review of historical records. G1 reporting contact and contact email revised on manufacturer device report 1220648-2021-01203 in accordance with updated procedures.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting for high risk percutaneous coronary intervention and peripheral vascular disease. The impella pump was selected for hemodynamic support. During support, limb ischemia developed in the impella inserted leg. As a result, the pump was removed.